Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with four clips loaded and one clip moved inside the cartridge. The clip moved was visually examined and it was noted partially closed and damages were noted due to improper handling of the clips. Upon functional testing of the device, the instrument loaded, retained, and deployed 4 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please provide lot number. 2. Status of product return. 1) do not have lot#. 2) sending back today.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture clips were used. During the procedure, the sales rep reported that the customer has been having issues with the lapra ty clips locking. Observed a case today where it occurred again. Sending in clip packet for testing to see if the clips are the issue. No adverse patient consequences were reported. Additional information was requested.